Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the jaws got stuck in the lock position. A clip had advanced into the jaws and stuck causing the jaws to lock. They got a new one to complete the procedure. There was no patient consequence.